Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent excision of eroded mesh on (B)(6) 2011 by unknown surgeon due to erosion of mesh cystocele.

Event description:
Details: it was reported that the patient underwent excision of eroded mesh on (B)(6) 2011 by unknown surgeon due to erosion of mesh cystocele.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced dyspareunia, recurrent incontinence, urinary tract infection, and urinary retention.

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03140. The same patient is represented in each medwatch.